Event description:
The customer reported battery failed alarm. The customer reported that the unit was not in use on a patient. The customer contacted product support and reported error code 1124. The alarm is consistent. Product support advised the customer to swap in a known good battery. If the problem resolves to replace the battery. If not, replace the power management (pm) pcba. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found.